Manufacturer narrative:
This medwatch is submitted to send the initial report of this complaint. Product was not returned yet, no evaluation could be performed. The review of the device history is ongoing. Investigation still in progress. Not returned to manufacturer yet.

Event description:
Roi-a: broken cage. Implantation of a roi-a inset cage after metal removal of a synfix cage from depuy spine in l5-s1. When inserting the anchor plates, the roi-a is broken at the attachment interface to the cage holder. Whether the cage is broken when looking up the anchor plates or when inserting. No patient impact or serious delay was report . Additional information was received on july 5th: according to the reporter , the patient had not hard bones and the starter awl was not used to prepare the anchoring plate insertion. The cage broke after implantation of the second anchor. Also , the cage was properly assembled with the holder. According to visual inspection, it was mounted correctly. It may be possible that the cage has been mounted incorrectly. Since the cage-holder according to x-ray had shifted slightly at the final impact. The axis of the disc space was respected , and the surgical technique was respected for anchoring plate impaction sequence (use of impactor #1 then impactor #2) . The first anchoring plate was fully seated . According to the reporter , it's not possible that two anchors were implanted in the same slot . Investigation ongoing.

Event description:
This MDR report was submitted in error. There is no information available that suggests that there was a malfunction of the device. Additionally, the device did not contribute to a death or serious injury.

Manufacturer narrative:
Corrections to all fields. This MDR report was submitted in error. There is no information available that suggests that there was a malfunction of the device. Additionally, the device did not contribute to a death or serious injury.